Manufacturer narrative:
Additional narrative: patient information not available for reporting. Unknown when screw went missing. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) of the synframe half ring were missing screws. The missing screws were noticed during surgery. It is unknown when the screws went missing. The surgery was completed successfully and there was no reported delay in surgery. There is no additional information available at this time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Service history review: part no: 387.337, lot no: 3532297: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 21october2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the screws were missing. The repair technician reported missing parts as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: two synframe half rings (part 387.337, lot 3532297, 1048091) were returned for missing screws. Lot 3532297 was received missing both components of the screw and lot 1048091 was received missing just the stop screw component. The screws were likely disassembled for cleaning and lost in the process. Replication of the complaint condition is not applicable and the complaint is confirmed. Per the technique guide, the returned half rings are part of the synframe access and retractor system and attach to the connecting rods and ring clamps during frame assembly. Lot 1048091 was returned missing the stop screw while lot 3532297 was missing the hex and stop screw. The screw is used to connect the two half rings together to form the holding ring. The stop screw is not meant to be disassembled from the hex screw as the two components are secured together using loctite 648. The most likely cause for this complaint is the screws were disassembled for cleaning and lost during the process. Product drawings were reviewed and no design issues were noted. It is likely that the screws were disassembled for cleaning and lost during the process. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.